Event description:
Customer reported: during pre-test prior to use on a pt at hospital, a doctor confirmed the cuff would not be inflated. Customer confirmed no leakage from the cuff. Customer confirmed that fault was identified during pretesting efforts. No pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the mfg site for analysis.